Manufacturer narrative:
An event of high blood pressure/hypertension, angina, and pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event of pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023 a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient with a 14f amplatzer torqvue 45x45 delivery sheath. There was no report of any difficulties implanting the device and the device was never completely retracted into the delivery system. During the procedure, the patient was administered heparin, their activated clotting time (act) levels were unknown. It was later reported that on (B)(6) 2023, in the morning patient had a normal echocardiography scan. Prior to discharge on the same day, the patient experienced chest pain, hypertension, and pericardial effusion that developed into cardiac tamponade. The patient was taken to catheter lab and an emergency pericardiocentesis procedure was performed. Patient status was reported as stable.